Event description:
Philips received a complaint on an avalon fm50 fetal monitor indicating that in room 5 the fetal heartrate was mimicking the maternal heartrate. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Analysis was unable to be performed as the staff was uncertain which transducer was being used at the time of the event and the strips were not saved for review; however, information a remote service engineer spoke to the customer and a clinical specialist provided the customer with best practice information regarding product use and troubleshooting this type of issue. The customer biomed indicated they would test transducers to determine if any had damaged or broken crystals; however, based on the information available, the issue is likely related to application rather than a hardware issue. The product malfunction was unable to be confirmed because the customer did not know which transducer was used as the time the issue occurred. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.